Event description:
ON (B)(6) 2026, IT WAS REPORTED THAT THE DEVICE HAD PULLED ONE OF THE PATIENT'S CROWNS, WHICH REQUIRES DENTAL WORK. THE DEVICE WAS DELIVERED TO THE PATIENT ON (B)(6) 2026, AND THE PATIENT BEGAN USING IT ON (B)(6) 2026. THE INCIDENT OCCURRED ON (B)(6) 2026. THE PATIENT REPORTED THE ISSUE AND STOPPED USING THE DEVICE ON (B)(6) 2026. THE PATIENT WAS ADVISED TO DISCONTINUE ALL USE OF THE DEVICE. THE PATIENT MENTIONED THAT THE BOTTOM LEFT VERY BACK TOOTH WAS IMPACTED. THE PATIENT STARTED WEARING THE DEVICE THIS SPRING AND STOPPED WEARING IT WHEN IT POPPED THE CROWN OFF. THE PATIENT HAS BEEN CLEANING THE DEVICE WITH THE FOAM CLEANER PROVIDED. THE CROWN WAS PLACED IN 2022. THE PAIN PERSISTS WHEN THE PATIENT REMOVES THE DEVICE, AND THE TEETH ARE SORE IN THE MORNING, BUT FADE BY MIDDAY. THE CROWN IS MISSING, AND THE PATIENT WAS UNABLE TO LOCATE IT.

Manufacturer narrative:
THE DEVICE HAS NOT YET BEEN RETURNED FOR ANALYSIS. THE EVALUATION OF THE DEVICE IS PENDING. ONCE THE INVESTIGATION IS COMPLETED, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. DAYBREAK: (B)(4) MANUFACTURER REFERENCE#: (B)(4).

Manufacturer narrative:
Corrected data: A2. Additional data: B2.The device was returned. The investigation has been completed, and the results are as follows: DHR Results: DHR was reviewed by Daybreak. Stock Product Reviewed Results: No stock product was available for review since the device was fabricated per physician's prescription only. Investigation Methods/Results: The product was returned. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - The flange was smooth; internal/external surfaces were smooth. Crack - No major crack was found, or broken connector. Delamination - Layers were intact and did not separate. Discoloration - The device was discolored. General Cleanliness - The returned device appeared to have debris or foreign particles. Root Cause Description: A root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. The manufacturer internal reference number is: (b)(4).